Event description:
Customer states that he obtained results of 380mg/dl and 170mg/dl within minutes on the same device. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.